Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache. The cause and treatment were not reported. On the same day as the onset, the patient was hospitalized via emergency room due to stomachache. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.